Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a sore under the lifevest equipment. Patient described the area as red sores and bruising under electrodes, but no indication of oozing, weeping, or open skin. There was no alleged device malfunction contributing to the sore. The patient¿s physician advised removing the device for the sore. Follow up indicated that the sore improved.